Event description:
As initially reported by a health care professional, the consumer felt discomfort after wearing the contact lens for a day and a half. The consumer sought medical attention and was diagnosed with corneal ulcer which was found to be positive for acanthamoeba for right eye as per microbiology report. Consumer was treated with an unspecified treatment. The current status of the consumer¿s eye is symptoms continuing. Additional information has been requested but not yet available. It was not clear if both lots were involved in the events and not specified which lot belongs to which eye.

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10: reflects all related report numbers associated with this product event that have been submitted at this time.